Manufacturer narrative:
The t:slim x2 g6 pump user guide states: "do not start to use your system before you have been appropriately trained on its use by a certified system trainer or through the training materials available online for those updating their t:slim x2 insulin pump." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 520 mg/dl with an unknown cause. Reportedly, the customer attempted to start insulin therapy on the pump without being formally trained. The customer addressed bg by reverting to an alternate pump for insulin therapy. Tandem technical support instructed the customer to consult with the healthcare provider regarding bg level.